Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had low p-wave amplitude and lower than normal impedances, although the thresholds were normal. This would be indicative of inner insulation degradation and referring the information to the physician. The lead remains implanted in and use and there were no patient complaints or complications reported as a result of this information.